Event description:
Patient called office to report that the heated humidifier leaked water and now the device does not work. Patient was given a new heated humidifier, and a rga was obtained by operation mgr and returned to MFR.